Event description:
A customer reported receiving a notification indicating a minimum fill issue while attempting to load a new insulin cartridge. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump's pneumatic tap area and guided them in loading a new cartridge correctly. Loading a second cartridge resolved the issue, allowing the customer to successfully continue insulin therapy.